Event description:
Name of procedure being performed: bilateral inguinal hernia repair. Detailed description of event: complaint (B)(4) - cb030 lot #1433357 (1 ea.) - MFR 2027111-2022-00341. Complaint (B)(4) - cb030 lot #1433357 (1 ea.) - MFR 2027111-2022-00342. Complaint (B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00343. Three units of cb030 experienced issues during use where the blades grabbed the tissue instead of cut the tissue. The scissors were being used to cut tissue against the peritoneal wall and were observed to be nonfunctional upon initial use. There was no patient injury. The case was completed with a fourth unit of cb030. Products are available for return. Additional information received via email on 07jan2022 from [name], access specialist: facility purchases their products directly from amr. The product was not purchased as a kit, through a third party, and was not given as a trial by a rep. Additional information received via email on 10jan2022 from [name], access specialist: correct lot number of device was confirmed to be lot #1433357. Patient status: there was no patient injury. Type of intervention: the case was completed with a fourth unit of cb030.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: bilateral inguinal hernia repair detailed description of event: complaint (B)(4) - cb030 lot #1433357 (1 ea.), complaint (B)(4) - cb030 lot #1433357 (1 ea.), complaint (B)(4) - cb030 lot #1432559 (1 ea.). Three units of cb030 experienced issues during use where the blades grabbed the tissue instead of cut the tissue. The scissors were being used to cut tissue against the peritoneal wall and were observed to be nonfunctional upon initial use. There was no patient injury. The case was completed with a fourth unit of cb030. Products are available for return. Additional information received via email on 07jan2022 from [name], access specialist: facility purchases their products directly from amr. The product was not purchased as a kit, through a third party, and was not given as a trial by a rep. Additional information received via email on 10jan2022 from [name], access specialist: correct lot number of device was confirmed to be lot #1433357. Patient status: there was no patient injury. Type of intervention: the case was completed with a fourth unit of cb030.